Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a needle mechanism failure or a failure to deliver insulin. The reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 279 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. She believed the pink slide was not all the way in the window, but was not too sure, indicating that the needle mechanism had not deployed as intended. The patient's blood glucose and insulin history is as follows: (B)(6).